Manufacturer narrative:
Device passed functional testing including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Device passed the delivery accuracy test at 0.08695 inches. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated the user experienced a high blood glucose of 21 mmol/l. The user alleged the insulin pump was under delivering insulin due to they received a new insulin pump his blood glucose had been high. The customer was assisted with troubleshooting. The customer was treated with pen for high blood glucose. Customer was using insulin pump system within 48 hours of reported high blood glucose event. No harm requiring medical intervention was reported. Customer was performed high pressure test and test was failed. Customer also performed self-test and displacement test and the test was passed. The insulin pump will not be returned for analysis.